Event description:
A customer experienced frequent occlusion alarms with their mobi 7.9 product, which increased in frequency despite previous troubleshooting efforts. The customer did not report any adverse impact on blood glucose levels. To address the issue, the customer attempted alternative infusion sets and rotation sites but did not find a resolution. The occlusion was not active at the end of the contact, and a site and region review (srr) case was initiated as further clinical troubleshooting was deemed necessary.